Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis. The investigation has shown that the complained implants presents signs of use such as marks and scratches, which arose from the handling during implantation / removal. The review of the production history revealed that the concerned locking cappedicle, the pedicle screw and the rod were manufactured in the year 2012 according to the specifications. Unfortunately the exact cause of failure could not be determined. A possible failure reason could be that during the final tightening the screw heads were not perpendicular to the rod. The desired orientation of the screw head can be achieved by a vertical alignment of the counter torque in relation to the rod.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history record revealed no complaint related anomalies.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the locking cap of the matrix pedicle screw became loose. The device was explanted on (B)(6) 2013. This is 2 of 3 reports for the same event.